Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) with a voltage of 2.71 and charge times of 30.7 seconds. Technical services discussed device remaining function. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and a return request was made its return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
It was later reported that approximately three months earlier the charge times were 18.9 seconds and inquired of device behavior and therapy available. Technical services discussed and advised physician discretion as to timing of replacement. Records indicate this device remains in-service.

Manufacturer narrative:
Information suggests this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.